Manufacturer narrative:
A medtronic representative was on site for further troubleshooting. Testing revealed that the issue was unable to be replicated and the self-test showed all green status. The system performed as intended. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was intermittent screen functionality. The camera cart monitor screen went black and displayed a pc over ip (pcoip) error twice, then functioned normally without issue. It was noted that the navigation system had been on for about 4 hours at that time. There was no patient involved when this issue was discovered.